Event description:
A malfunction was reported with the code malf 9, but no notable events occurred prior to this. The customer did not experience a blood glucose level exceeding 500 mg/dl; it remained within the normal range. Technical support provided information to reset the pump and assisted the customer with the process. After the reset, the malfunction did not recur, and the customer was advised that they could continue using the pump while being instructed to call back if the issue returned. The customer acknowledged and understood the guidance given.